Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested but customer is not returning. A review of the device history record revealed nothing relevant to the event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device will not be returned by customer.

Event description:
It was reported that a patient underwent a bilateral tka on (B)(6) 2014. The same surgeon performed a bearing exchange on the left knee on (B)(6) 2016. Patella was not resurfaced during the original procedure. During the revision the following part was explanted, ar-503-bj10 lot 113601230. The surgeon completed the procedure by resurfacing the patella and implanting the following two devices: ar-513-bj12 and ar-504-pse0.